Manufacturer narrative:
Clinical evaluation performed by medical affairs director on 24 november 2017: ten months after implantation, the patient was complaining of instability. During revision surgery the stem was well fixed and the surgeon decided to change the femoral head. According to the report the stem slightly subsided. A single radiographic projection without indication of time was provided and evaluation of potential implant migration is not possible. On the basis of information provided, the reason of this event cannot be determined. Batch review performed on 04 december 2017: lot 162764: (B)(4) items manufactured and released on 13 june 2016. Expiration date: 2021-06-02 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of instability. The surgeon determined that the stem had slightly subsided. The surgeon swapped the head and implanted an option sleeve with another head. The stem was not revised as it is now stable.